Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was an rsa (reverse shoulder arthroplasty) performed on (B)(6) 2020. The surgeon was not able to deploy the metaglene appropriately. The procedure was delayed less than 30 minutes. There was no harm to the patient. The device was the first use when the issue occurred.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Patient code: no code available (3191) is used to capture prolonged surgery and insufficient information.